Event description:
It was reported the implantable cardiac monitor was explanted and replaced. The explant date is unknown. The reason for removal was not known however, it was reported there was possible infection or the pocket was too shallow. Additional information was requested from the clinic and not received. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).